Manufacturer narrative:
Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient alleged pain and a burning sensation four years post implantation of total hip replacement. No additional information provided. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to report additional information. Event date - 2014. Explant date - 2014. This report is number 1 of 4 mdrs filed for the same patient (reference 0001825034-2016-05286, 00167, 00168 & 00169).

Event description:
Patient reported a right hip revision approximately 2 years post-implantation due to unknown reasons. No further information has been provided to date.

Manufacturer narrative:
Reported event was unable to be confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.